Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted in an attempt to direct stent a lesion in the obtuse marginal coronary artery. After the stent was placed across the lesion site, the stent delivery system was pulled back. The stent reportedly came off the delivery balloon at an unknown site when the device was pulled back. They were unable to locate the undeployed stent. The undeployed stent remains in the pt's arterial vasculature. It was reported that the pt was unstable at the beginning of the procedure, however became increasingly unstable during the procedure requiring intubation and an intra aortic balloon pump. It is unknown if this was due to the consequence of the stent dislodgement, or from the pt's pre-existing condition of open mitral valve regurgitation and poor ejection fraction. The pt was subsequently treated with the implant of 3 coronary stents in unknown locations. The pt was still unstable at the conclusion of the procedure. The pt reportedly was not a surgical candidate because of the pre-existing conditions. There was no add'l clinical sequelae reported to the event. The calcified lesion not being pre-dilated may have contributed to the event.